Event description:
Customer reported false positive coronavirus result while utilizing the aries sars-cov-2 assay. The customer reported the sample was initially ran on the aries and they obtained a positive result. The customer retested original sample and it repeated negative for both targets and was negative on cepheid and on the biofire covid 19 test. The was no adverse event associated. There was no indication of consumable or device malfunction.